Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device did not find the retained sponge. It was found out by the staff when the x-ray was done. Re-operation was done to remove the sponge.